Manufacturer narrative:
The investigation for the reported positioning issue and ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue and vt could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added-b2 selected death and added date of death, b5 patient outcome of death, d6b-date of explant, h1-updated to death, h6 impact code 1802.

Event description:
It was further reported that the patient eventually expired on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, a patient had multiple runs of ventricular tachycardia and ventricular fibrillation requiring multiple shocks from patient implantable cardioverter defibrillator. The doctor believed the impella was too deep and potentially causing arrhythmias. The impella cp was pulled back and believed to be in a better position away from heart structures. There was no harm to the patient and the patient remains on support.